Event description:
The hospital reported that during a coronary artery bypass procedure, while using an acrobat stabilizer, upon removal of the stabilizer foot from the myocardium surface, the foot stuck on the myocardium and tore the surface as it was removed. The surgeon stated "the left based suction cup cutting into the right ventricle and causing bleeding with necessity to repair the right ventricle wall." The product was discarded.

Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device evaluation could not be performed. A lot history record review could not be performed as the lot number is unk. (B)(4).